Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 occurring at least three times, with no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software.